Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test and battery alarm was due to a defective non-return valve (nrv) within the pneumatic block and internal battery respectively. The nrv assembly and internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.